Manufacturer narrative:
No motor error alarm noted during testing. Unit passed self test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Unit back light function properly and no anomaly noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call the insulin pump had motor errors. The customer¿s blood glucose level was unknown at the time of incident. The customer declined to transfer to helpline.

Manufacturer narrative:
The inform was incorrect with the initial report. The correct information has been provided with this report.